Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was alleging under delivery. Customer¿s blood glucose level was 380 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was assisted with troubleshooting. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer experienced multiple blood glucose values such as 253 mg/dl, 250 mg/dl and 270 mg/dl. The device will not be returned for analysis.